Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. At the conclusion of index procedure, a small type ia endoleak was observed. The physician elected to coil in an attempt to resolve the endoleak but was unsuccessful. It was decided to conclude the procedure and decide on further treatment at the 30 day follow up. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be user related, due to the off-label vent procedure done with a short neck length (intentional user error). On follow-up ultrasound, the type ia endoleak was no longer seen. The final patient disposition was discharged home on post-operative day two in stable condition. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).